Event description:
The customer contacted hillrom to report a fall event and requested a nurse call report. The customer reported that a patient fell three weeks prior to notifying hillrom, and that at the time of the event, the bed exit call did not the annunciate at the console or at the dome light causing a delay in response. The patient sustained an unspecified fracture which required surgical intervention. It is noted that the patient has recovered and is currently in ongoing rehab. This incident was captured under hillrom complaint ref # (B)(4).

Manufacturer narrative:
The nurse call system provides visual and/or audible event alert notification via designated communication devices (main console, dome light, mobile phone). A bed¿s exit alert feature provides an audible and visual alert notification if the patient is attempting to exit the bed. This alert will enunciate at the bed as the primary notification. The bed can also be used in conjunction with a nurse call system, through the use of a communication cable, to route to and enunciate the alert at designated communication devices. An investigation of the log files show that a successful bed exit call was placed (corresponding to the customer's reported time of the event), the call was acknowledged, and silenced 20 seconds later. In this event, the reported fall resulting in a fracture which required surgical intervention to preclude permanent impairment of body function or damage to body structure, which indicates a serious injury occurred. The nurse call system worked as intended and provided appropriate notification as evidenced by the log files, however, use error cannot be ruled out due to noted acknowledgement and silencing of the call. Therefore for the reasons listed above, hillrom is cautiously reporting this event.